Event description:
It was reported that in situ testing showed all electrode channels with status hi after the pt had a head trauma in the previous week. In situ measurements have been showing an increasing number of channels with status hi since (B)(6) 2012. Pt's access to sound with the device is affected. The surgeon requested a CT scan and is considering re-implantation.

Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.